Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient was received reporting that they made an appointment with a healthcare provider as a step to help resolve their issue with the persistent thermometer icon, recharging taking too long, the issue with the stimulation being in the wrong location after the falls and the therapy not helping their back.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the end of service (eos) message was being seen. The patient still felt stimulation but not where they were supposed to be feeling it in the areas that they had pain. It was also mentioned that it had started taking forever to charge the implantable neurostimulator (ins). It was reported that there were falls. The patient had a knee replacement surgery that was not related to the device and that they had fallen several times prior to their knee replacement. A couple of falls occurred in (B)(6). The patient had been using a cane to wait for their knee replacement. It was stated that the ins was not helping at all with their back issues and that these back issues did not start up until after the unrelated knee issues. It was stated that the orthopedic health care professional (hcp) told the patient that their knee issues were causing the patient¿s walking gait to be off and therefore the patient was having back issues. The patient asked if the leads would need to be replaced. The patient had seen their orthopedic hcp last week but they were not familiar with scs systems. The patient did not have a managing hcp for their device. Hcp listings were provided. The back issues, stimulator not having the back issues, charging taking too long, and stimulation felt in the wrong location all started in (B)(6). It was reported that there was a persistent thermometer icon starting in (B)(6). The eos was also seen sometime in (B)(6).